Event description:
At the time of these events, patient in ICU with respiratory failure and pneumonia, status post right lung pneumonectomy and with copd remaining left lung, on mechanical ventilator and requiring antibiotics and vasopressors. Patient was being fed via a nasogastric tube, which was replaced with dobhoff feeding tube with stylette. Dobhoff was placed and xray obtained to confirm placement, stylette removed and tube feedings resumed at 30 cc/hr. Approximately 2 hours later, patient's respiratory status deteriorated. Repeat x-ray revealed dobhoff tip in left mainstem bronchus.